Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Update: the root cause of the patient's current complaints is inconclusive. It is possible that some of the patient's preexisting conditions contribute to her current complaints.

Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2005, at (B)(6) hospital, (B)(6) by (B)(6) m.d. To treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2005, dr. (B)(6) implanted a stratasis tension-free urethral sling in the patient at (B)(6) hospital in (B)(6). The patient had postoperative complications of infection and swelling within the first six weeks, however, by (B)(6) 2005, those issues had resolved.

Event description:
The pt was reportedly implanted with a stratasis urethral sling on (B)(6) 2005, at (B)(6). To treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Expire date unk; lot number was not provided. Product MFR date unk. Ec conclusions: desc 1 - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the stratasis urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, a f/u MDR will be filed.